Manufacturer narrative:
Additional information received indicated that, according to the clinical specialist, it is not known how or why the power sources came to be disconnected from the controller. The patient was discharged a few days later. Log file analysis confirmed a controller power up and motor start on (B)(6) 2015 at 02:18:01 hours. A review of the device's incoming inspection records indicated there were no ncmrs generated that could be related to the reported event. Upon completion of the review, it was concluded that the unit met the internal requirements prior to its quality assurance release process. Controller (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. It was confirmed that the no power alarm remains silent when both power sources are disconnected from the controller. Further analysis revealed that the controller internal battery was depleted and showed evidence of leakage. The controller was in use when the reported event occurred. The circumstances of the event and the controller analysis are consistent with an open investigation by the manufacturer, which is a failure of the no power alarm. The reported event was confirmed. Analysis of the log files shows that the maximum pump stoppage time was 12 minutes and 45 seconds, with a restart at 02:18:01 hours on (B)(6) 2015. The actual cause for the failure of the no power alarm is a defective controller internal battery. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): always keep a spare controller and fully charged spare batteries available at all times in case of an emergency. The IFU and patient manual include a reference guide for normal battery behavior on both visual and tone alarms including potential causes and actions to take. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that the patient was in the intensive care unit (ICU) and admitted 1 week earlier. The nurse stated she walked into the patient's room and noticed that the "monitor was blank and there were no lights on the controller." Nurse also noted that the ac power supply and battery were disconnected. Nurse stated that there were no audible tones. The nurse reconnected the power sources and the equipment powered up. The medical centers vad coordinator performed a bedside controller exchange. No further information available. Investigation is ongoing.